Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 3 weeks post crystalens implant, progressive myopic shift was noted. The patient reported noticing a decrease in vision. The crystalens was removed and replaced approximately 5 weeks after iol implant. The surgeon indicated that in his opinion the likely cause of the event was: refractive surprise secondary to final vault. The patient's current prognosis was described as stable with good outcome. This event pertains to the patient's left eye.